Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and degenerative disc disease. The pump contained lidocaine and an unknown brand of morphine, both with unknown concentrations and doses. It was reported the patient stated when they removed the medication to do the fill, the machine would say how much medication would be expected to be left in the pump. When they removed the medication, there was always three to four times more than what was expected. The patient did not know the volume information. The patient noted there were discrepancies at past refills. The patient stated she was scheduled to have the pump replaced on (B)(6) 2018. The patient stated they were replacing the pump because she was not getting the medication that she should. The patient stated she had no falls and no trauma. No patient symptoms were reported. The patient stated the event started ¿about 3 months ago¿. No further patient complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via the manufacturer representative (rep). It was reported that pump and catheter were replaced. It looked like catheter may have broken. Patient had no pain relief. No further complications were reported.